Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. It was recommended to check for correct telemetry wand, proper connection of wand and programmer but it was not successful. The health care professional (hcp) tried a second programmer with a second wand with no results. The magnet was applied to the device to check for device beeping however, no beeping audible upon magnet application was found. The technical services (ts) recommended device replacement as therapy delivery cannot be guaranteed. The device will be replaced however patient wanted to dismiss over the weekend. At this time there is no evidence that the pacemaker was explanted. If new information is received, an updated report will be provided. No adverse patient effects were reported.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. It was recommended to check for correct telemetry wand, proper connection of wand and programmer but it was not successful. The health care professional (hcp) tried a second programmer with a second wand with no results. The magnet was applied to the device to check for device beeping however, no beeping audible upon magnet application was found. The technical services (ts) recommended device replacement as therapy delivery cannot be guaranteed. The device will be replaced however patient wanted to dismiss over the weekend. At this time there is no evidence that the pacemaker was explanted. If new information is received, an updated report will be provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.